Manufacturer narrative:
Unit received with a critical error (open book error) and pump error found in the formatted history file due to force sensor zero offset out of spec. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump case is broken. Customer's blood glucose was unknown at the time of incident. No further details given.